Event description:
The customer reported that an endoscopic retrograde cholangiopancreatography (ercp) procedure was being performed. It was alleged by the customer that when the lever was pulled, this would only raise the head end, but not the foot end of the stretcher. When this issue was identified the pt was moved to a second identical stretcher as this was immediately available during the procedure. The customer added that this resulted in a 10 to 15 minute delay to surgery time. No adverse consequences were reported.